Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a successful system implant, prior to the patient exiting the operating room, a notable r-wave drop and threshold rise were exhibited. The site reported intermittent asystole however no loss of consciousness. The pocket was immediately reopened and this right ventricular (rv) lead repositioned. During the intervention, the physician felt the newly implanted device was faulty and requested a replacement. The associated device is expected to be returned for analysis. This rv lead remains implanted and in service. No adverse patient effects were reported.